Event description:
Customer reported the system doesn't always boot up properly. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.